Event description:
The dental implant fx4010swc was removed on (B)(6) 2019 due to loss of osseointegration 1 year and 2 months after implantation. The patient has history of tobacco use. The patient required bone augmentation for the operation. The doctor noted local infection during explanation. The patient has recovered without complications.